Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch and the touch screen was unresponsive. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.